Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected upper range. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during device interrogation, an atrial lead monitor alert was noted with many mode switches and atrial high rate episodes. In addition, there were open circuit paces noted in both bipolar and unipolar configurations. The right atrial (ra) exhibited noise with pocket manipulation and was noted on electrogram and when the device was out of the pocket. A polarity switch occurred on the lead due to a possible impedance issue. There was an insulation break under the suture sleeve. The lead was capped and replaced and the implantable pulse generator (ipg) was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.